Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient was having pain while sleeping. Plan was to revise cup if loose and revise srom stem if loose. Cup was solid (54cup) removed screw and metal l36 liner inserted 36 neutral poly. Removed +6 11/13 taper metal head and inserted 36 11/13 +9 metal head. Issue with metal liner is that it was put in crooked seemed to have excess inclination on x ray.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.